Event description:
A philips field service engineer (fse) was servicing a ventilator at a customer site, when an e-080 (oxygen proportional) code was found in the ventilator's downloaded error log. There was no harm or injury reported. The philips fse evaluated the device by performing the active exhalation verification test step on the device. The active exhalation verification test step failed on this device. The philips fse evaluated and determined the active exhalation control module valve had caused the e-080 error code and the active exhalation verification test to fail on the device. The philips fse replaced the active exhalation control module (aecm or proportional valve) and three-way solenoid valve to address the issue. After replacing the parts on the device, the philips fse performed the final test, and the device passed all tests. The philips fse found the device operational and returned it to service.